Manufacturer narrative:
(B)(4). Catalog number is the international list number which is similar to us list number of 062918. (B)(4). The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Intestinal obstruction is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019 it was reported the patient was brought to the ER for abdominal pain. By x-ray, it was found that the intestinal tubing was looped in the small intestine; therefore, a contrast medium could not pass. The patient was hospitalized and underwent emergency surgery due to strangulation intestinal obstruction. A resection for the looped part of the small intestine was performed and the symptom recovered. The condition after the surgery was stable. During surgery, the looped part of the intestinal tubing was removed.